Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial femoral osteotomy procedure on (B)(6) 2016, the radiolucent recon aiming arm and 3.2mm trocar assembly did not allow the 3.2mm three-fluted drill bit to go through the nail on the distal lateral to medial screw hole (static). The surgeon ended up using the more proximal lateral medial screw hole (dynamic) to complete the surgery successfully. There was a less than 5 minute surgical delay. It was reported that the patient&#38112;outcome was stable. Concomitant devices reported: 12.0mm/8.0mm protection sleeve 188mm (part # 03.010.063, lot # 3116625, quantity 1), 8.0mm/3.2mm drill sleeve 200mm (part # 03.010.064, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).